Event description:
Spoke with pt's mom regarding issues during the infusion. Last night, the infusion started as normal but after 10 ml was infused, the pump stopped working. Mom removed the needle and left the pump in the sink overnight to see if it was going very slowly. All of the remaining 15 milliliters were left in the syringe. Advised we will exchange the pump and will switch to different brand of needle sets. Unk if pt experienced any adverse event due to malfunction. Unk if pump available for return; spontaneous report. Reported to (B)(6) by pt/caregiver.